Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed pneumatic interface module section of all manifold test procedure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h11. The following investigation was performed by technician of the maquet failure analysis and testing department (fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications as per the cardiosave service manual. Part fails the membrane leak test with 9mmhg. Confirmed the reported failure. Probable root cause could be wear and tear. Retaining the part in the failure analysis and testing department per procedure.